Manufacturer narrative:
A field service engineer (fse) determined that there was a cut in the basic wash aspiration tube and a dirty sample probe. He replaced the defective tube and the dirty probe. Since the intervention, no other erroneous results have been reported. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 91927601, and the expiration date is 28-feb-2027. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit for three patients. Patient 1's initial result was 41 mg/dl, and the repeat result was 82 mg/dl. Patient 2's initial result was 47 mg/dl, and the repeat result was 114 mg/dl. Patient 3's initial result on (B)(6) 2026 was 49 mg/dl, and the repeat result was 82 mg/dl. The customer repeated the results because they didn't match the patient's clinical status. No questionable results were reported outside the laboratory.